Event description:
Customer reported, the ER started a heparin drip (20,000u/500ml) then admitted the pt. When the pt arrived on the floor and was weighed the adjusted the rate down by 1ml/hr and followed their policy of two nurses checking the programming. Two hrs later they found the whole 500ml gone. Medical intervention included labs drawn and possibly medications. No further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd and an eval is pending. A f/u report will be submitted once the investigation has been completed.